Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced dampened pressure waveforms due to reduced blood flow. As a result, the device failed to transmit the readings as expected. The physician determined the sensor was implanted in a vessel smaller than the recommended size. The patient underwent surgical intervention on (B)(6) 2017 wherein the second sensor was implanted. Reportedly, the patient is able to take constant readings postoperatively.